Manufacturer narrative:
The account changed the gci but this did not change the response of the bed. The account replaced the right user control module and cable to the weigh frame junction board but the issue remained. After replacing the power control module, the speed of the gci speed improved, but the scale error codes remained. After changing the scale board and performing a scale calibration and bed worked properly.

Event description:
The account alleged fluid may have gotten into the gci. He could see what looked like residue from fluid dried on the printed circuit board in the gci module and said the gci seamed slow to respond and he got error 50-23 and 50-30.